Event description:
Additional information received for this case. Per the investigator&#38112;assessment, the patient's death was not device or procedure related.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 74mm in diameter abdominal aortic aneurysm. The proximal neck was 20-25mm in diameter and 51mm in length. The left common iliac artery was 15 mm in diameter and the right common iliac artery was 13 mm in diameter. The aortic neck angle was 86 degrees. It was reported that the patient expired. The patient had passed away approximately three weeks after having a foot operation. The cause of death is unknown.